Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unit will not power on. The patient involvement is unknown, and no adverse event was reported. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6,(type of investigation), h10, h11. Corrected fields: h3, h6(investigation finding, component code, investigation conclusion). A getinge field service engineer (fse) confirmed customer reported the machine would not turn on. The batteries were fully discharged and not charging, machine would not turn on with ac power either, and the cord reel would no longer retract all the way. The device was not getting power coming out of the power supply, replaced power supply. Replaced the hose reel ac cord assembly because it would not retract all the way. Performed functional and safety tests. Verified machine ran on ac power and charged batteries.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power on. No harm or injury reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.